Event description:
The pt had a peripheral atherectomy on (B) (6) 2010. At the end of the case, the physician attempted to remove the terumo destination 6 fr. Renal guiding sheath. He met resistance and after a few attempts to remove it, the green outer covering and the wire coil broke in two -2- places. The pt was taken to surgery and the vascular surgeon encountered the same problem with resistance. The sheath and wire coiled again broke in two-2-places. The sheath was ultimately removed with no apparent foreign body retained. The pt was transferred to ICU for observation and is now on a med/surg unit with no further complications. A report has been made to (B) (6) and to the manufacturer. We have retained the device in pathology. Dates of use: over 2 yrs. Diagnosis or reason for use: severe peripheral vascular disease & non-healing ulcer.